Event description:
Customer reportedly obtained results of 401mg/dl and 147mg/dl within 2 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.